Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 240 mg/dl and the cause was not known. Ketones were present and insulin injections were administered. As the event had occurred in the past, a cause could not be determined.